Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient went to emergency department with complaints of abdominal pain and nausea. Blood cultures were drawn on and were positive for vre bacteremia. Patient's medical team determined that the port-a-cath was the source of the infection, and the defective port had to be removed. Infection, nausea and severe persistent pain was experienced by the patient along with the additional surgery.

Manufacturer narrative:
B1. Adverse event/product problem & b2. Outcomes attributed to ae: corrected. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.